Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was set by the doctor but was unable to fire. The stapler was removed, reset, re-introduced, placed around the tissue, but still could not or did not fire. However, around the base of the tissue, closed staples were noticed. The doctor felt that when the company test fired the stapler, they did not reload. A second stapler was opened and used without incident.